Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg was coming to an end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility protocol.